Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated that the helix seat control box was burnt up. He stated that it had gotten hot and pieces of the pc board were damaged. The caller stated that the end user fell asleep and hit the toggle switch which engaged the elevate in which it kept running. When the end user woke up she heard the elevate actuator motors grinding. A follow up call determined that when the control box was opened to determine the problem there were black marks and parts of circuit board were melted.